Event description:
The customer reported experiencing low blood glucose over the weekend. He stated that he had three drinks and bolused 2.5 units, but he did not eat what he planned; the customer passed out for two hours and came back when the paramedics arrived. The customer stated that he is gluten free and has some changes to his insulin sensitivity as well he is working with his doctor to adjust. Troubleshooting was performed, and the programming was correct. The reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.